Event description:
It was reported that several cartridges did not fit onto the pump. A cartridge change was performed ultimately resolving the issue. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.